Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use, the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following patient populations: leaking: pending rupture or ruptured aneurysms. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discusses in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak. Please note additional devices implanted and related to this event: (B)(4).

Event description:
On (B)(6), 2011, the patient was implanted with six gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm and iliac artery aneurysm. No complications were reported and the patient tolerated the procedure. On (B)(6), 2011, a computed tomography revealed a type ii endoleak originating from the inferior mesenteric artery. Aneurysm growth was noted (amount of growth unknown). On (B)(6), 2011, the patient's inferior mesenteric artery and an iliolumbar artery were coil embolized to treat the type ii endoleak. The patient tolerated the procedure.